Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the first staple was fired. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(24) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device jammed after the first staple was fired" during surgery occurred due to two misaligned staples jammed in the track. The instrument was rec'd with two misaligned staples jammed in the track which could not be realigned for proper feed to occur. The instrument was disassembled and 24 staples were found in the device. No conclusion could be reached as to how the staples had become misaligned in the track.